Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, guide cath: hyperion, stent: xience alpine 2.5 x 18 mm. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us. The other nc traveler referenced in describe event or problem is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion in the mildly tortuous, moderately calcified, 90% stenosed distal right coronary artery (rga). A 2.25 x 15 mm nc traveler rx balloon dilatation catheter (bdc) was selected for pre-dilatation. The bdc met resistance with the anatomy during advancement to the lesion, crossed and on the first inflation to 12 atmospheres the balloon ruptured. The bdc was removed from the anatomy and a 2.50 x 18 mm xience alpine stent implant was successfully deployed in the lesion. A 2.50 x 15 mm nc traveler rx bdc was selected for post-dilatation. The bdc met resistance with the anatomy during advancement to the lesion, crossed and on the first inflation to 14 atmospheres the balloon ruptured. The bdc was removed from the anatomy and was replaced with an unspecified bdc to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.